Event description:
Tyler madgwick reported experiencing large air bubbles in his reservoirs and expressed dissatisfaction with the mobi insulin pump. His glucose levels were never in range as he had to constantly address the issue. No additional information was received regarding the outcome of the event.